Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient experienced pulseless electrical activity (pea) and was placed on extracorporeal membrane oxygenation (ECMO) support. Impella cp was implanted for left ventricular unloading. During support, hematuria was observed, attributed to a pre-existing bladder bleed, and one unit of blood was administered. The patient was subsequently escalated to impella 5.5 with continued ECMO support. During impella 5.5 implantation, significant bleeding occurred at the axillary access site, requiring additional blood products. The patient later developed acute respiratory distress secondary to a left pleural effusion, which was drained. After 16 days of impella support, the patient¿s family elected to withdraw care, and the patient expired. Adverse events impella cp: bleeding event (hematuria requiring transfusion); of note, a thrombus was noted in the left atrial appendage (laa). Intermittent impella suction alarms occurred when the patient coughed. Thrombosis is a high risk with ECMO use. Impella 5.5: bleeding event (axillary site bleeding requiring transfusion) and hypoxia/respiratory failure (pleural effusion). The death is conservatively reported on impella 5.5; unlikely device-related, attributed to patient¿s underlying acuity. Correction: concomitant device ECMO inadvertently omitted from initial report was added to section d10 accordingly. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the stroke, in order to make a cause determination, all of the clinical details would have to be provided. The cause was unable to be determined due to insufficient clinical details. Additionally, regarding the pulmonary edema/respiratory failure/hypovolaemia, the cause of these adverse events was not determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted was escalated to an impella 5.5 from an impella cp device for mechanical circulatory support. The patient underwent a transcatheter aortic valve replacement (tvar) procedure on (B)(6) 2025, which was immediately complicated by a st-elevation myocardial infarction due to a left anterior descending (lad) artery occlusion. The patient received lad stenting and was cannulated for extracorporeal membrane oxygenation (ECMO) support, then successfully decannulated on (B)(6) 2025, the patient experienced pulseless electrical activity arrest and was recannulated for ECMO and then brought to the cardiac catheterization laboratory for impella cp placement for left ventricular unloading. On day 2 of impella cp and emco support, the patient was given volume, a unit of blood, and albumin. It was noted that the patient had hematuria, however the patient¿s bladder had a known bleed and there was no concern from the physician for hemolysis. The following day it was noted that the patient continued to bleed, and required blood products. On day 4 of impella cp and emco support left heart catheterization was performed and found a severe 70% mid-distal lad lesion, and two severe blockages in the right coronary artery: a 90% blockage and a 50% blockage in the proximal and mid sections. It was noted that the previously placed stents in the left main (lm) to lad and lm to left circumflex (lcx) arteries were patent. There was no immediate interventions planned for the patient. On day 5 of impella cp and emco support a transesophageal echocardiogram (tee) was to assess for thrombus on the tavr valve leaflets before considering an escalation to the impella 5.5. The tee revealed no thrombus on the aortic valve leaflets but indicated poor intrinsic heart function and restricted leaflet opening. A thrombus was noted in the left atrial appendage (laa). Intermittent impella suction alarms occurred when the patient coughed. The decision was made to escalate the patient to an impella 5.5 for advanced support. The impella 5.5 was successfully placed, the impella cp was weaned and explanted. The patient remained on ECMO support with the impella 5.5. Of note, 3 units of packed red blood cells were transfused to the patient during the implantation due to blood loss from the right axillary arterial line which was removed prior to the case. On support day 1 2 of impella 5.5 and ECMO, large left pleural effusion was identified with a chest x-ray. A pigtail catheter was placed for drainage. The patient required emergency reintubation this morning in the intensive care unit (ICU) due to acute respiratory distress and hypoxia, occurring prior to a planned procedure in the operating room. There were reported impella suction alarms, which the medical team suspected to be related to hypovolemia. The impella performance was consequently reduced to p4 with flows of 1.6 l/min to because of the alarms. On support day 2 of impella 5.5 and ECMO, the patient¿s arterial blood gas results indicated the patient had hypoxia and hypercarbia upon admission from the operating room. ECMO flow rates were increased and the impella p level was increased to p3. Overnight, the patient developed unequal pupils, prompting a head computed tomography (CT) and the temporary holding of anticoagulation therapy. The CT revealed no acute changes but noted findings consistent with "cortical laminar necrosis." This morning, the patient is stable and following commands in all extremities. The patient continued continuous renal replacement therapy (crrt). On support day 9 of impella 5.5 and ECMO, the patient experienced an acute failure of the ECMO system when the oxygenator clotted off. During the subsequent procedure to exchange the oxygenator and the entire circuit, the impella heart pump performance level was increased to p8. Shortly after the increase, the impella experienced suction events and low flow. An echocardiogram performed at the bedside showed the left ventricle to be completely decompressed with no volume, and failed ramp tests suggested acute right ventricular failure. The patient was successfully placed back onto the ECMO circuit, achieving stable flow at 5 l/min, which stabilized the patient's condition. Post-stabilization, the impella was stable at performance level p3. There were no immediate concerns or questions reported regarding the impella device function itself after the circuit exchange was completed. On support day 16 of impella 5.5 and ECMO, the patient¿s family decided to withdraw the care of the patient. The patient¿s care was withdrawn and the patient expired. This complaint involves two automated impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). This MDR specifically addresses pump 2: impella 5.5, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.